Event description:
The percutaneous endoscopic gastrostomy (peg) system was placed by the physician employing a pull-push technique. Upon retrieval, separation of the dilator from the peg occurred. This tube was removed and a second tube was pulled over the guide wire, which had remained in place. The pull-push technique was again employed and the peg was pulled through. However,the guidewire appeared to be entrapped within the peg. The guidewire was then cut with a wire cutter. Portions of the wire were removed orally and through the distal end of the peg. An endoscopy revealed a small laceration at the gastro-esophageal junction in the region of a hiatal hernia. The laceration was lavaged and endoclipped with resultant hemostasis. The separation of the dilator from the peg tube necessitated the use of the second peg. The guidewire became entrapped in the second peg requiring it to be cut before removal and subsequent laceration to the patient's gastroesophageal junction.